Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and after performing the reset, the caller successfully started their sensor session without encountering the error again.